Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 376mg/dl, and he was treated with two boluses of 8.0 units and forty five minutes later with 11.0 units. The customer experienced ketones as well dehydration. It was stated that the customer jumped into a lake while wearing the insulin pump and the device was exposed to water. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.